Manufacturer narrative:
This is a duplicate report of 1818910-2013-11136. This report, 1818910- 2011-10724, will be kept for investigation purposes. A separate follow up report will be submitted to reject 1818910-2013-11136.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
***Update*** rejected complaint description information: medical records received from legal on (B)(4) 2012 indicated that the patient was revised because of osteolysis, wear of the liner and no bony ingrowth on the stem. This was not part of the litigation. ((B)(4)). The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain, osteolysis, poly wear, and possible loosening of the stem and cup.